Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump kept blinking when the activate button was pressed. The customer let the insulin pump rest and changed the battery cap and the insulin pump is still blinking. The customer was advised to discontinue pump therapy and revert to their back up plan, the customer's blood glucose was 192 mg/dl. The insulin pump will return.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments, no unexpected blank display or flashing display during button press noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, damage serial number label and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.